Manufacturer narrative:
On 18-aug-2021, mentor received additional information about the event: the patient submitted a medwatch report to the FDA about the event (report #mw5098533) the patient reported that she heard a loudpop and that her left breast prosthesis ruptured. An ultrasound sound showed right breast prosthesis rupture and an MRI showed bilateral rupture. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. The patient reported that she had developed several unexplained systemic symptoms including development of new allergies, dry and burning eyes, underwent a complete hysterectomy along with an endometrial ablation to stop heavy bleeding, sinus infections, issues with weight, hypothyroidism, fatigue, dry hair and skin, anxiety, brain fog, suicidal ideation, ana positive, and rhabdomyolysis. On 26-aug-2021, mentor became aware that previously-submitted manufacture report numbers 1645337-2020-13832 and 1645337-2021-02784 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-mar-2021, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 510cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was reported. The patient questioned if the rupture was caused by her chiropractor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.